Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level of "high" mg/dl. Elevated bg was addressed by a correction bolus via the pump.